Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported high blood glucose was from occlusion alarms received within the same time period.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 300's-498 mg/dl and moderate to large ketones. The customer alleged the elevated bg levels were caused by an underlying pump issue. Correction boluses via the pump were delivered and if the customer's bg levels remained elevated, manual injections were administered to further address the bg levels. The ketones were addressed by administering manual injections and consuming water. The customer contacted their healthcare provider (hcp) in order to calculate the proper dosage for the manual injections. A system check was performed using the current supplies and the pump performed as intended. After the system check, recommendation was made to consult with their hcp to discuss diabetes management and different infusion set types that may work better with the customer. Reportedly, the customer reverted to manual injections for insulin therapy.